Event description:
The surgeon provided add'l info. The original intraocular lens (iol) was implanted in 2000. The posterior capsule tore and the lens was placed in the sulcus. In 2002, the pt complained of difficulty seeing. The iol was removed and replaced with a different lens type and model two months later. The pt has recovered following the lens exchange. The directions for use for the lens model implanted during the initial surgery indicate the iol is intended for replacement in the capsular bag.

Event description:
A surgeon reports that an intraocular lens was implanted in the sulcus 2-3 years ago. A detached haptic was just recently identified in the eye and the lens was explanted. Additional information has been requested.